Event description:
It was reported to philips that the device's image processing computer (ippc) would not boot up. No harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not allow filming and there was a message of lack of space. As a part of troubleshooting process, fse identified that the ippc was failed to boot up. Fse had replaced hard disk spare part. After replacement and operational repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.